Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited an out of range impedance measurements. An invasive procedure was performed. The lead was surgically abandoned and replaced with another manufacturer's lead. The device remains in service. No additional adverse patient effects were reported.